Event description:
The patient received her scs system on (B)(6) 2011. It was reported the patient had a medtronic plastic locking device on the lead that was eroding through the skin. The physician broke the locking device off the lead except for some of the plastic and buried the lead deeper. Follow up revealed the patient had no signs or symptoms of infection and the patient had no complaints postoperative.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.